Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Cts received email stating customer's pump broke one year ago and they have not been using it since. Customer wants to use the pump again, however it is not functioning. Cts called customer, no answer, left voicemail.